Manufacturer narrative:
The t:slim g4 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. Customer stated they were sleeping and had not interacted with the pump for 12 hours. Tandem technical support reviewed the pump feature with the customer. Customer's blood glucose level was 195 mg/dl.